Event description:
The complainant alleged that during a routine shift check by a clinician that the display intermittently went blank with only a green dot. The complainant indicated there was no pt involvement with this reported malfunction.